Event description:
It was reported that the patient was diagnosed with an allergy to the pod adhesive. The pod fell off the patient's arm reportedly due to a skin reaction, causing the cannula to dislodge after 3 hours of pod wear. Symptoms reported include redness, itching and broken skin. The skin is normally prepared with an alcohol wipe before placing a new pod, and the previous pod is removed gently. The patient's diabetic health care provider (petra van setten at vivendia, burgemeester daleslaan 27, 6532 cl nijmegen, netherlands) was called and pictures of they issue were sent; the provided then diagnosed a suspected allergy. Fluticasone propionate spray was prescribed by the provider to be used prior to applying future pods.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.